Event description:
It was reported that the buttons are intermittently unresponsive. It was reported that the pump is not exposed to water and no physical damage to keypad.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad button presses did not activate desired pump functions. The ok and contrast keypad buttons required excessive force to activate a response during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. All keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.